Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. The mca service report (no report #) indicated that the unit was checked on 18/03/2023 by a service engineer, and the power supply was identified as potentially defective. However, further troubleshooting discovered the problem was not with the power supply, but instead that the batteries needed replacement.//mc_31-jan-2024//. Subsequent follow-up by the getinge field service representative confirmed that the customer replaced the batteries themselves, indicated the unit is working properly, and that they are using the unit. //mc_06-feb-2024//.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit not working on battery. There was no patient involvement.